Manufacturer narrative:
Analysis performed in the field by medtronic service, instrument was not physically returned to medtronic. The reported liquid qc not recording internally issue was verified during service. Service technician observed the all channel detect (acd) was toggled on, it should be off. The issue was resolved by toggling the acd to the off position. Customer operated instrument with liquid controls and they were recorded accurately within unit. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this hms plus, it was reported that instrument was not recording internally when a liquid control was run. Instrument was replaced to complete the procedure and there was no reported adverse patient effect.